Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done due to lead migration confirmed thru imaging. The patient underwent a revision procedure wherein the leads were repositioned back to their original places. The patient was doing well postoperatively. Nothing was added nor removed during the procedure.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).